Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set ripped off the fork (fork usually found at the end of the tubing; usually where you disconnect) and he was not able to reconnect tubing to the site. His blood glucose level at the time of incident was 350 mg/dl. There was no damage when the package was first opened. Moreover, he replaced the infusion set and resumed insulin successfully. No further information available.